Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
The reporter stated that the surgeon implanted an implantable collamer lens into the patient's eye. Reportedly, the lens was explanted due to iop spike, excessive vault, and narrow angles. Reporter states lens is planned to be exchanged with a smaller lens; original lens has been lost by physician. Additional information is not known.

Manufacturer narrative:
Additional information: reportedly, on (B)(6) 2017, a 13.7mm vticmo13.7 implantable collamer lens, diopter -14.5/+2.5/108 was implanted into the patient's right (od) eye. The lens was explanted on (B)(6) 2017. The lens was damaged during explant. The doctor is "waiting for pupil to constrict" before deciding on further action. The doctor suspects urrets-zavalia. Previous report included elevated iop; current report from complainant does not. Current symptoms reported: excessive vault, significant reduction of irido-corneal angles (ica), unreactive (fixed) pupil, iris atrophy, suspected urrets-zavalia. Additional patient code 3191: no code available (fixed pupil, iris atrophy, suspected urrets-zavalia). (B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).